Manufacturer narrative:
Baxter received and evaluated the device. The system error 105 was confirmed through baxter's functionality testing. Further evaluation observed this condition upon powering the device on, but the evaluation could not reproduce the condition. This issue was determined to have been caused by failed motor flex. The motor assembly was replaced.

Event description:
During baxter's functionality testing, a spectrum pump had system error 105. There was no patient involvement.